Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with a male sling. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with a male sling. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted. Additional information was reported that the patient presented to the physician with recurring incontinence, the patient recovered the procedure and is now continent